Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged no power to the pump and reported moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: product evaluation was conducted and the alleged ¿no power¿ complaint could not be duplicated as the pump was able to power on to a blank display. A leak test was performed and failed due to two cracks in the battery compartment. Unrelated to the original complaint, the pump case was cracked between the keypad and the display lens. Moisture was observed under the display lens. The bolus button was torn in the center. The pump was disassembled and moisture induced damage was found throughout internal pump components.